Manufacturer narrative:
The other device listed in this report is an unknown liner. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported on medwatch medical device report # 10-0038-2017-0020 that there was a patient with right hip pain s/p right total hip replacement went for surgery on (B)(6)2017 for revision of same. Patient had replacement of stryker femoral head. Update 07/25/2017: rep reported the patients labs showed elevated cobalt levels, this was the reason for re operating. The doctor wanted to remove femoral head and liner, irrigate wound copiously, and replace a new liner and new sleeve for trunnion and new delta biolox head.

Manufacturer narrative:
An event regarding pain involving a ceramic head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: no information was received for review with a clinical consultant. -device history review: review of the device history records indicates all devices accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported on medwatch medical device report # (B)(4) that there was a patient with right hip pain s/p right total hip replacement went for surgery on (B)(6) 17 for revision of same. Patient had replacement of stryker femoral head. Update 07/25/2017: rep reported the patients labs showed elevated cobalt levels, this was the reason for re operating. The doctor wanted to remove femoral head and liner, irrigate wound copiously, and replace a new liner and new sleeve for trunnion and new delta biolox head.